Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the implant detached from the delivery pusher. The implant coil is stretched, the attachment tether that holds the implant intact with the delivery pusher exhibits characteristics of stretching. The remained of the device is normal in appearance. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile force of the attachment monofilament. We cannot determine if the catheter used with this device contributed as it was not available for eval. The device history record was reviewed, no abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that upon repositioning the embolization coil, the coil prematurely detached within the gda. The coil and catheter were retrieved successfully using an intravascular snare. No harm was reported. Pt info - pt identifier, age and weight are not available.